Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the guidewire, locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and locator were returned fully mated. The carrier tube was also returned but had not been used. No damage or issues were identified. The complaint was unable to be confirmed for a deployment or device-related issue. The exact root cause was unable to be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: inventory manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that an 8fr angio-seal device did not deploy. The procedure performed was a common femoral artery closure. There was no blood loss.